Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicates multiple load step malfunctions occurred on the reported failure date. The pump powers on normally and performs ezprime steps successfully. The force sensor was found to be out of calibration. The pump was opened and investigation revealed a crack near the force sensor flex pins. There was no other damage found to the force sensor circuit.

Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue with the load step on the pump, and that during the load step 100 units insulin were pushed out before the cartridge was detected. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.